Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that every time they recharged, the adaptive stimulation is turned off and the patient would have to manually turn it back on with the remote. The rep stated that the patient noticed this issue when they laid down; the stimulation would not adjust. The patient would then go into options for a program and checks the as status and it would show "off". The patient then turned as back on and it would remain active until he charged the stimulator again. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the as turning off was due to patient error. Patient had adjusted his settings within different positions and thought he had adjusted them back but did not wait the required amount of time in the new position for the desired settings to take effect. Patient educated on proper return demonstration of as. Issue was resolved.